Event description:
The lead was returned to the manufacturer after being explanted. The lead subsequently tested out of specification during analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. The distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant: 7288 ICD implanted: 2005-(B)(6). (B)(4).